Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that for the second time, the oral-b dualaction or dual clean brushhead had broken off in his or her mouth while used with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.

Manufacturer narrative:
A 03-aug-2016 product investigation results: reporter returned one toothbrush head on 15-jun-2016. The result of the analysis done with the consumer return showed that wear led to the malfunction of this product. The product reached end of life. No manufacturing fault identified

Event description:
Brush head broke off in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that for the second time, the oral-b dualaction or dual clean brushhead had broken off in his or her mouth while used with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.